Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 2.2 was not detected on the communication bus due to damage to the retractor band, which had not been properly secured with a zip tie. A field service engineer replaced the retractor band and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis anesthesia es system, the drawer failed, which hindered users from accessing medication for a patient. This incident resulted in delays in dispensing medication to the patient and there was no patient harm. There were no adverse events or injuries reported based on this event.